Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken flange gripper retainer, front cover, rear case and right iui. Replaced bent tube drive for plunger hard to move. Replaced contaminated wiper seal and left iui. Replaced worn sleeve drivearm. Replaced crack barrel clamp. Replaced discolored status lens indicator. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/06/2010 to present date 10/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken or damaged. No patient involvement was reported.